Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." According to the customer: this event occurred on (B)(6), male patient, (B)(6) years old, admitted to the cti covid with comorbidity, patient with noradrenaline. The flow rate should be 18 ml/h, but a flow of 300.8 ml/h was verified. There was an adjustment of the flow of noradrenaline, and strict monitoring of the patient's clinic after the event. Recovered patient. "